Manufacturer narrative:
Corrosion was observed on the mechanism rail and pcb, ultimately resulting in data loss. Tears were identified on the internal portion of the soft cannula that resulted in a leak. The internal tears and subsequent leak are confirmed as the cause of the reported not sure delivering insulin event, internal corrosion, and data loss. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours. Investigation of pod found damage to the cannula. The complaint was originally coded for glucose levels are high.